Event description:
The jaws of the disposable instrument would not open after the firing process. The tissue would not release and the instrument had to be pried apart for removal. The staples were not properly engaged.